Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v596737, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient had a revision on (B)(6) 2014 because the ¿lead or wire was broken.¿ additional information has been requested, a follow up report will be sent if additional information is received.